Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 42 mg/dl while wearing the pod for longer than 48 hours. The patient reports they had administered too much insulin which led to this event. The patient reports having stomach nausea, confusion and fatigue. Once at urgent care the patient was treated with mountain dew as well as candy. The patients blood glucose had rose to 114 mg/dl after they had consumed the drink and candy provided. The patient was at urgent care for 45 minutes. The patients pod will not be returned as it has been discarded.